Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that there was no motor stall recovery message in the pump logs. The actions/interventions taken to resolve the issue was noted to be that they re-interrogated the pump several times and spoke with medtronic technical support. The current status of the pump was noted to be that the patient was doing well and there were no complaints.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The healthcare provider reported that the patient was in for a pump refill today and they had an MRI last week. The patient had no symptoms but when they interrogated, there were 2 alarms, one showing loss of therapy with service code 99, and the other for a pump motor stall with service code 100. The caller stated that the patient denied hearing any alarms since the MRI and when they refilled the pump, they got back the expected residual amount. The agent reviewed info related to telemetry mode with sychromed ii pumps and advised the caller that the pump seemed to be working as expected, but to check the logs for a motor stall recovery message.